Event description:
It was reported that the physician noticed the patient's right ventricular (rv) lead warning occurred as well as a polarity switch. The physician checked the device and took chest images. There was high impedance with the rv lead, which resulted in the polarity switch. The physician decided there were no problems with the lead, all setting were normal and stable, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Weeklypacing impedance trend data shows maximum ventricular pace bipolar impedance spike from an approximate baseline of 550 ohms to 3002 ohms the week ending 2013-(B)(4) and then returned to approximately 550 ohms baseline. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01, implantable pulse generator, (B)(6) 2013; 457453, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.